Event description:
It was reported one of the contacts for the patient's ((B)(6)) lead yielded a high impedance measurement. Surgical intervention was undertaken to replace the patient's lead thereby resolving the issue.

Manufacturer narrative:
Evaluation: results: the lead was received with a kink and cam mark on the lead body. No fractured wires were observed but functional testing revealed an intermittent open on contact #3. The lead was cut into segments to isolate the open. The open was isolated to the stim segment. As no broken wires were visualized, it is likely the wire was stressed where it was welded to contact #3. As the outer tubing was not breached, the damage is consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.